Event description:
Account stated the head up does not raise. No injury reported. Bed is out of service.

Manufacturer narrative:
Account swapped the head up valve and the CPR valve and the issue returned. Account swapped knee up coil with wires onto the head up... Issue returned. Account replaced the manifold to resolve this issue.